Event description:
The surgeon experienced a malfunction with a endoscopic multiple clip applier while applying a clip to the cystic artery during a laparoscopic cholecystectomy. The clip applier clamped down on the artery and would not release. The surgeon recently experienced the same problem with the same device as local hospital about 6 weeks ago. The surgeon had to engage the emergency release button located on the handle of the device. This is done by sticking a hemostat into the slot while holding the clip applier steady to avoid tearing the artery. It took 5-6 attempts to ge the emergency release button to work.